Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On the same day, the patient reported that the cgm was displaying a persistent ¿low¿ glucose reading. Concerned by the prolonged low reading, the patient contacted her physician for guidance. The physician advised the patient to consume peanut butter, milk, banana, raw honey, and crackers. The patient then contacted her daughter, who lives nearby, for assistance. Upon arrival, the daughter found the patient to be nauseous and disoriented. Given the patient¿s condition and the continued cgm reading of 43 mg/dl, the daughter transported her to the nearest fire station. At the fire station, an emergency medical technicians (emt) performed a bg test, which showed a ¿high¿ reading. The patient was subsequently transported by ambulance to the nearest hospital. Upon arrival, her bg level was recorded at 400 mg/dl. She was treated with intravenous medication and fluids. The patient was discharged the same day. At the time of the report, she was reported to be in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.